Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, closure difficulties and a handle detachment occurred. The stones were located in the common bile duct (cbd). The rx lithotripter basket was advanced to the cbd and captured a stone. Upon attempting to crush the stone, the basket was unable to close and the handle detached from the device. It was noted that it took approximately 15 minutes to close the basket to remove the device. An unspecified balloon catheter was used to complete the procedure. The pt's status is reported as "no complications".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.